Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one shock therapy to a suspected supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this device delivered shock therapy for another event that appears to be inappropriate for supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported.